Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6) 2024, it was reported by the patient that the last box didn't last two weeks for all three sites. One leaked two days after the site was installed and the other two came off (lost stickiness for lack of a better term) after three days. No further information available.